Event description:
It was reported that device movement/shift occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx laa closure device was implanted. At the routine 45- day follow-up, it was noted via transesophageal echocardiography (tee) that the device had shifted proximally, and a leak was present on the posterior side of the closure device. The physician is considering attempting to coil the leak. The patient will remain on anticoagulation medication. There were no patient complications reported.